Manufacturer narrative:
Complaint of overheating was confirmed. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control gets hot. A back up device was utilized to complete the procedure. No patient injury or complications were reported.